Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was abdomen. The infusion set was in use for 24 hours. The blood glucose level was high and the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.